Manufacturer narrative:
The risk assessment of the device identifies a potential failure mode of tip breakage when the device is used in an extreme condition such as bony tissue. The device instructions for use includes a statement to not attempt to use the device through the bone or other calcified tissue. Due to the nature of the surgical access, the tip can be retrieved from the patient without modification to the surgical access.

Event description:
The anchorknot suture passer was used in a herniated disc repair procedure. The tip of the suture passer broke. The surgeon indicated that the first trigger was reached successfully, when rotating, friction was felt on the tip and it broke. The surgeon reported that the tip was retrieved successfully using a pituitary. Fluoroscopy was used to confirm that no foreign material was left behind in the patient.